Manufacturer narrative:
The reported event was lead dislodgement. Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead was dislodged. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.